Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Gehc recommended replacement of the flow sensors. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. The clinician switched to manual mode to maintain ventilation. There was no reported patient injury.